Manufacturer narrative:
The technician found the brake could not be unlocked. The detent mechanism was cracked and broken. He replaced the detent mechanism and the brakes functioned properly.

Event description:
Information received indicates the brake will not engage because the brake detent mechanism is cracked.